Event description:
It was reported that the pump battery could not be charged, causing the pump to be unable to be turned on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.